Event description:
The facility's biomed reported the pump overinfused during clinical use. The drug being adminstered was insulin. It was noted that the infusion lasted only 5-10 minutes instead of the hour it was intended to take. The exact settings of the pump are not known, nor is the size of the insulin bag. Despite baxter's efforts to obtain info regarding the pump programming and set-up info, specific pt details, and the tubing product code and lot number in use, no additional info was obtained. No medical intervention was needed and no pt injury resulted.